Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event. The device was not returned for analysis, and a serial number was not provided from the field. A root cause for the difficult to deploy stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
During a transfemoral procedure, while attempting to deploy the stent, it became stuck halfway through and was partially deployed. The physician moved the blue strain relief which allowed the stent to jump forward, which allowed full deployment. The stent moved approximately 5-6 mm forward from the intended location but still covered the target lesion. There was no patient harm reported.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During a transfemoral procedure, while attempting to deploy the stent, it became stuck halfway through and was partially deployed. The physician moved the blue strain relief which allowed the stent to jump forward, which allowed full deployment. The stent moved approximately 5-6mm forward from the intended location but still covered the target lesion. There was no patient harm reported.